Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging as quickly as expected. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided by the customer.